Event description:
On an unknown date the patient underwent repair of an abdominal aortic aneurysm and was implanted with a dacron y graft. Both legs of the y graft had severe tortuosity. On (B)(6), 2009, the patient underwent repair of a thoracic aortic aneurysm. It was attempted to access the right femoral artery with a gore introducer sheath with silicone pinch valve but it was not possible. An 8 mm straight graft was used as a conduit and connected to the right leg of the y graft. This made it possible to insert the sheath; however the sheath pushed the middle portion of the leg of the y graft. The patient was then implanted with two gore tag thoracic endoprostheses. The right leg of the y graft was kinked and occluded. Once the sheath was removed a bypass surgery was performed where the distal end of the straight graft was anastomsed to the right femoral artery. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.